Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware on 29-oct-2020 of an event that occurred in the united states. The reported complaint that the air/water nozzle is missing, involving the pentax medical video gastroscope, model eg27-i10, serial number (B)(4). No patient involvement was reported. Pentax medical sent a good faith effort(gfe) email to the facility to gather additional information, and the user facility responds was provided via email on 11-nov-2020, stating that the user became aware during reprocessing. They didn't know when the nozzle went missing, but there was no reported harm to a patient. No other information was received. The customer owned endoscope was received by pentax medical for evaluation on 05-nov-2020. This is the first time pentax medical video gastroscope, model eg27-i10, serial number (B)(4) has been returned for serviced at a pentax facility since the device was put into service on (B)(6) 2020. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer's complaint and documented the following inspection findings on 06-nov-2020: air nozzle missing, passed wet leak test, passed dry leak test. The device underwent repairs including the following components: o-rings and seals, air/water nozzle collar, water nozzle. The endoscope was delivered to the customer on (B)(6) 2020 under delivery order (B)(4).

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information h4:device manufacture date evaluation summary the cause of the nozzle dropped is assumed that the nozzle dropped due to deterioration of adhesive due to repeated use of chemicals.